Event description:
It was reported that a malfunction alarm and an unspecified malfunction alarm occurred. Customer reported not having an alternative insulin therapy; however, the customer said they would talk with their health care provider to obtain a backup therapy. Customer¿s blood glucose level was 159 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.